Event description:
It was reported the stimulator was removed, due to infection/allergy. The date of explant is unknown. The patient was seen by a physician for a spinal cord trial in 2008. The trial leads were removed two days later, and the patient's care was transferred to a different physician for surgical implant of the device system. Additional information has been requested from the hcp, but was not available as of the date of this report.